Event description:
It was reported that the urinary catheter and tubing were separated from the foley bag. Stated that the foley drain bag was leaking or breaking. Foley catheter balloon was not fully deflated even though nothing else could be removed from balloon prior to removal. Also stated that the green clip on the drain bag was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary catheter and tubing were separated from the foley bag. Stated that the foley drain bag was leaking or breaking. Foley catheter balloon was not fully deflated even though nothing else could be removed from balloon prior to removal. Also stated that the green clip on the drain bag was broken.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.